Manufacturer narrative:
(B)(4). Batch # unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? If yes, please explain.

Event description:
It was reported that during a low anterior resection procedure, after firing cdh29, the staple didn't form as it should have been and it eventually malformed. Therefore, the surgeon transected the desired tissue with powered stapler again and used new cdh29 to perform anastomosis. In addition, the white part (washer) didn't break after firing the device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # t5d33j. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. In addition, two malformed staples were received inside of a plastic bag. However, no conclusion could be reach as to how staples are not formed, during device analysis no malformed staples were noted while performing device testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Photo evaluation summary: upon visual inspection of twenty-eight photos, the following was observed: the photos from 0 to 7 show a device from anvil area with tissue and condition of washer could not be observed. The photos from 8 to 14 show tissue from top view with same staples not properly formed. The photos 15 and 16 show an anvil from top view with tissue and the washer appears to be uncut. The photo 17 and 18 show a staple between the tissue and the staple appear to be no properly formed from top view. The photos 19 and 20 show a device from guide face and appears to be that does not present staples. The photos from 21 to 25 show tissue from top view. The photo 26 and 27 show a device from anvil area and the washer can be seen cut. Based on the photos reviewed, the event describe of malformed staples is confirmed, however no conclusion or root cause could be determined. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.